Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed data from 1000 consecutive patients who underwent lobectomy and systematic lymphadenectomy for primary lung cancer using robotic-assisted thoracic surgery approach between may 2007 and may 2023. Until 2015, pulmonary arterial branches, vein and bronchus were resected using an endogia stapler. After 2015, a competitor stapler was used. There were 1000 patients in the study and endo gia was used in 277 patients. Complications included vascular injury (bleeding) in three patients, air leak in 85 patients, hemothorax in seven patients and bronchopleural fistula in two patients. Intraoperative vascular injury (bleeding) required conversion to an open procedure to 37 patients. Air leak was considered a minor complication and interventions were not listed. Hemothorax and bronchopleural fistula were considered major complications and required re-thoracotomy. Blood transfusions were also reported. Other complications not related to the device included: pneumonia, ards, cardiac complications, atrial fibrillation, and intestinal perforation. There was one patient death due to ards that was not related to the device. 1000 robotic-assisted lobectomies for primary lung cancer: 16 years single center experience: monica casiraghi, 2024, lung cancer 195 (2024) 107903.